Event description:
A report was received that the patient could no longer feel any stimulation due to lead fracture. X-ray revealed that the paddle was ripped in half and out of the epidural space. The patient will undergo a revision procedure.